Manufacturer narrative:
A ge rep evaluated the system and reconnected the hard drive. System operates as intended.

Event description:
The customer reported the system would not load application programs and stopped working. No pt injury was reported.